Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The excessive no delivery test could not be performed due to constant motor error alarm. The device also had a scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error twice. Blood glucose value is unknown. It was stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind and prime and the insulin pump passed the displacement and self test. The alarm history showed two no delivery alarms and no motor error alarms. It was stated that the motor error alarm occurred 3 times in 30 days. The device was returned for analysis.